Manufacturer narrative:
No phaco tip sample was returned for evaluation for the report of the phaco tip not tightening into the handpiece smoothly, with the tip cross-threaded and possible plastic from the wrench in the eye; therefore, the condition of the product could not be verified. A review of the related device history record associated with the reported customer lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Three photos of the tip were provided. A review of the three photos provided by the customer shows a white foreign material on the flange and nut. This material does not appear to be the amber wrench material, but appears to be surgical material. The phaco wrench does appear to be stripped. The photo cannot confirm the phaco tip threads are cross-threaded and did not fit into the handpiece. Because the sample was not returned by the customer and the device history record review of the customer lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the tip did not tighten into the handpiece smoothly during two separate procedures. The reporter informed that it is possible that a plastic particle from the tip wrench did pass to the two patient's eye during the case. It is unknown if a particle was retained in the eye. Additional information has been requested.